Event description:
Boston scientific received information that this pacing system was explanted after more than a year due to infection of the pacemaker pocket. There is no allegation against the pacing system. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.